Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling, on the "side effects" paragraph : "rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment or blindness, skin necrosis and stroke." Literature data: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316. Manafi a, barikbin b, manafi a, hamedi zs, moghadam sa. Nasal alar necrosis following hyaluronic acid injection into nasolabial folds: a case report. World journal of plastic surgery. 2015;4(1).

Event description:
On 05/29/2018, we received a report from a physician dated from (B)(6) 2018 refering to a female patient (mrs. (B)(6)) of (B)(6) years old. Her medical history include acne and intolerance to cows milk. Her history include two previous filler injection with non-teoxane products, on (B)(6) 2017, both in the lips region, without complications. On (B)(6) 2018, the patient was injected with 1ml of teosyal rha 3 in the lips and lips region, with an unspecified needle or canula. The treatment was performed by a physician. A few days after the injection, on an unknown date, the patient presented with ischemia in the left inner labial area. On (B)(6) 2018, the healthcare practitioner initiated a treatment with hyaluronidase, antiinflammatory and corticosteroids. On the date of the physician report ((B)(6) 2018), the patient partially resolved. Additional information was received on 05/29/2018, indicated that the patient resolution is total. The lot number was provided, and the batch records indicated that the product was released according to the specifications. No additional information was provided by the initial reporter after the 05/29/2018.